Manufacturer narrative:
Additional information: the device was received for evaluation. During functional testing, the reported problem "keypad error some keys don't work" was confirmed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was the key 1 works intermittently and the key 3 was inoperable. The keypad required to be replaced to address the issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had the #3 key not responding. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.